Event description:
It was reported that during a repair of a meniscal tear, the knot pulled out on three consecutive cinches after the suture was reduced and cut. Four peek portions of the three cinches were retained unsecured in the patient. The implants were in place behind the capsule and not retrieved to avoid further damage to the patient's knee. The surgeon cut the suture and then performed a menisectomy to complete the case. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The devices were requested for evaluation but were not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is inadvertent fraying, nicking or cutting of the suture while advancing the insertion spears or excessive force to the suture during tensioning or suture slack removal. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per customer, will not be returned.